Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was report was received that the patient will undergo an explant procedure due to unknown reason.

Event description:
A report was report was received that the patient will undergo an explant procedure due to unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2352-50, serial #: (B)(4), description:linear 3-4 lead, 50cm.